Manufacturer narrative:
The device is not available for investigation and no lot number has been provided. Without the return of the device a probable cause is unable to be determined. A device lot history is unable to be performed due to no lot provided. D4: only di provided as lot number is unknown. Additional reporter: (B)(6).

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported nursing noticed that chemotherapy was leaking on the 70-year-old inpatient's bedding. Infusion was stopped; chemotherapy biohazard spill protocol was followed. The filter administration set closest to the patient was identified as the location of the leak. Pharmacy replaced the filter administration set. The chemotherapy infusion was restarted; patient's total infusion time of 3 hours, 24 minutes. (No injury to this patient.) There was patient involvement and no adverse event.